Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observation confirmed that the complete lead was returned with the helix retracted. There was dried blood past the helix mechanism up through the lumen as well as dried body tissue is stuck in the helix housing and the tip of the helix. It was noted that there was lead on lead abrasion at 355 - 374 mm from the terminal pin and the insulation between the helix housing and anode ring is stretched. The outer insulation was removed from the outer coils and the outer coils were cut to expose the inner insulation. The inner insulation is torn. This damage was from the coils being over torqued and twisted causing the inner insulation to tear. This damage was determined to be procedurally induced.

Event description:
Boston scientific crm received information that this right ventricular lead had dislodged and was stuck on the valve. Junctional pacing may have occurred. In the process of extracting the right ventricular lead, the right atrial and left ventricular leads became dislodged. As a result, the entire system was explanted.

Manufacturer narrative:
The explanted product has not been returned. If the product is returned for analysis or if additional information becomes available, this report will be updated.